Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to t-wave oversensing. It was noted there was a sudden change to wide morphology. Technical services suspects discussed possible causes. At this time, the device was programmed to primary 1x. After the event, the device was re-programmed to secondary 1x all events since then appear to be appropriate shocks with ventricular tachycardia (vt) conversion. At this time, the system remains in service. No additional adverse patient effects were reported.